Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump and cartridge have been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data did found loss of prime alert due to an empty cartridge warning that was not cleared in a timely fashion. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. Force sensor calibration was within specifications. The investigation was unable to duplicate the reported prime issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, the patient received repeated loss of prime alerts. The patient reported that there was no power loss, cartridge compartment was undamaged, the cap was tight, there was no change in force or temperature, changed cartridge every 3 days, and cartridge was never reused. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.